Event description:
Hospital has used this wrap for more than one year. They wrap leg after vein striping, from distal to proximal. The patient received severe blistering on the upper portion of leg. This leg has been happening for some time. According to the nurse who reported it to me; two recent reports have been filed. Both patients required treatmentdevice not labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. The device was destroyed/disposed of.